Event description:
It was reported that during a lap colon procedure, the blade was broken, fell into patient, could be removed no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed (B)(4) 2012 that complaint was reported.